Event description:
It was reported that they had significant temperature discrepancies in 3 three of their intensive care unit patients who had thermistor foleys over the past 2 weeks. The temperature had been recorded by the foley catheter was significantly higher 101-103 than oral rectal temperatures and temperatures using the targeted temperature cables. The temperatures were checked with other modalities because the patient's clinical picture did not support hyperthermia. The temperatures using those other devices were within normal limits. Both physician and nursing staff had notified us of the inaccuracy of the thermistor foley temperature readings. The lot numbers that are in intensive care unit currently are ngjw3314 & ngjy3654 for unknown lot they had been removed from the unit. If they are located in their other critical care and operating room areas, they would be pulled.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall sterile unless package is opened or damaged, single patient use only. Do not reuse. Do not resterilize. For urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Valve type: use luer slip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline guideline for prevention of catheter-associated urinary tract infection. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible with appropriate 400-series temperature monitors. Interchangeability +0.2-degree celsius at 37 degree celsius. As with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 5cc balloon: use 10cc sterile water do not exceed recommended capacities. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had significant temperature discrepancies in 3 three of their intensive care unit patients who had thermistor foleys over the past 2 weeks. The temperature had been recorded by the foley catheter was significantly higher 101-103 than oral rectal temperatures and temperatures using the targeted temperature cables. The temperatures were checked with other modalities because the patient's clinical picture did not support hyperthermia. The temperatures using those other devices were within normal limits. Both physician and nursing staff had notified us of the inaccuracy of the thermistor foley temperature readings. The lot numbers that are in intensive care unit currently are ngjw3314 & ngjy3654 for unknown lot they had been removed from the unit. If they are located in their other critical care and operating room areas, they would be pulled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.